Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2017 with the following findings: the display lens was cracked. The battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display lens was cracked, and the battery compartment was cracked. This report is made based on results of investigation completed on 03/18/2017.